Event description:
It was reported that when the blade was activated, metal flakes shed from the inner blade during procedure. The procedure was completed with another blade. No patient injuries or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.